Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify the statement you made regarding ¿post-op day 6, the patient is stable¿? 2. Is the patient's hospital stay typical for this procedure? 3. Or was the patient's hospital stay extended? Additional information received: the adjusting knob was tightened until the orange indicator was within the green range. There is no information if the washer breaking sound was heard or not. There is no information about removing the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open distal gastrectomy, the staple was not stapled on the front wall and bleeding occurred, and the anastomosis was not completed when it was used for the duodenum anastomosis. The surgeon re-cut the target tissue, and hand suture was performed. The amount of the bleeding is unknown. The blood transfusion was not performed. The astriction by gauze was performed. Hand suture was performed to complete the case. Post-op day6, the patient is stable. The surgeon commented that the target tissue overlapped, and the staple could not be reached to the target area. The staple was not messed, and the donut was created properly. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # 934a30. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 934a30, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify the statement you made regarding ¿post-op day 6, the patient is stable¿? =>the patient was stable after the initial procedure. 2. Is the patient's hospital stay typical for this procedure? Yes. 3. Or was the patient's hospital stay extended? No.